Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system would transfer images to the navigation system that were not complete. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
This event occurred during a posterior lumbar interbody fusion and there was no delay caused by this issue.